Manufacturer narrative:
This device is used for treatment not diagnosis. Devices not returned. Revision on left hip.

Event description:
The revision was on the left hip. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00693, 1038671-2018-00695.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to a loose socket. This event report was received through clinical data collection activities.